Event description:
The reporter indicated that the device was explanted due to an infection.

Manufacturer narrative:
Summary of analysis: the lead has been damaged during the extraction procedure and is incomplete. The complaint of infection cannot be verified.